Manufacturer narrative:
Incident has not been reported to MFR. Info rec'd from maude. The device has not been returned to MFR for eval. At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch 803 showed no recorded quality problems or rejections related to this incident. Add'l info will be provided in a follow up report if further info is available. Add'l info will be provided in a f/u report if further info is available.

Event description:
(B)(4). Event found in maude database. No further info available, data reconstructed from info in original report (B)(4): "while attempting to administer spinal, the needle broke off when pulled out of pt. The tip of needle was surgically removed. Dose or amount: 25g x 3 1/2", route: spinal. Dates of use: 2009. Diagnosis or reason for use: c-section spinal anesthetic. Event abated after use: yes."